Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-00598 and 3005099803-2012-00599 address these devices. It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligators were used for an esophageal variceal banding procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the suture broke on the first device (mr # 3005099803-2012-00598); therefore, the bands were not able to be released. A second device (mr # 3005099803-2012-00599) was used, but the bands could not be released because the handle would not turn. The case was completed with a third speedband superview super 7 multiple band ligator. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) for the reported event of handle jammed. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.